Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm. The device passed displacement test, operating currents, self test and off no power test. No failed battery alarm and no weak battery alarm noted. The device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported intermittent button response on the insulin pump. The problem persisted after inserting new batteries, and the significant event leading up to the problem was leaving the device in the bathroom during a shower. The customer also reported a battery error but it was not possible to troubleshoot due to the persistent button error alarms. The customer's blood glucose value was unknown. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. No further information was provided.